Event description:
It was reported that there is a blockage in device because they are getting a repeat message to change filter. No patient injury was reported.

Manufacturer narrative:
The reported problem is a perception resulting from use error. The noted message is part of normal operation of the monitor requiring action from the user as instructed in the operation manual. Monitor recently serviced about 3 months earlier in nov 2019 and had passed all functional tests. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).